Manufacturer narrative:
Isi reviewed the video clip provided by the surgeon and was unable to confirm the reported failure. Review of the video showed that the first seal attempt is on a large bite with the tissue placed far back in the crotch of the jaws. There are no obvious signs of tissue effect during the cycle nor when the jaws are opened. The second seal is adjacent to the first attempt and there is some bubbling at the back end, steam, and charring when the jaws are opened. The surgeon opens the jaws to look at the tissue, then repositions approximately over the second seal attempt and transects the bundle. There is some bleeding from the transected tissue which is easily managed with the vessel sealer, which performs as expected. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the device for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. It was indicated that a video clip of the event is available to isi for review. Isi has not yet received the video clip for review. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. The specific part number and lot number were unable to be provided. The complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the vessel sealer instrument did not deliver energy. While there was no report of any patient harm, recurrence of the reported failure mode could cause or contribute to an adverse event if the failure mode was to recur. It is unknown what caused the sealing issue.

Event description:
During a site visit by an intuitive surgical, inc. (Isi) clinical development engineer (cde), the surgeon reported that the vessel sealer instrument would not always deliver proper energy. The surgeon stated that the audio tones were present indicating that the sealing cycle was complete and would reach auto-stop. The surgeon further stated that this issue had occurred about 3 times and that the sealing issue would occur at the beginning of the procedures. The surgeon was not able to provide specific procedure dates.